Event description:
Hospital advised that the pump was set up to infuse a primary and secondary infusion. Heparin was the drug set up for the primary infusion. The pump infused the primary drug at the secondary rate. There was no pt consequence.